Event description:
It was reported that the customer's insulin pump alarmed motor error during the bolus delivery. The customer's blood glucose reading was 3.2mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. It was stated that the device was not exposed to a high magnetic field. The displacement and self test were completed and they passed. It was mentioned that the insulin pump has been bumped, but not hard, and the customer was unsure dropping the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. The unit was received with cracked display window corners.